Event description:
The user received an erroneous pro-bnp result for one patient sample. The initial result was 5.84 pg/ml which was questioned by the operator. The repeat result was 1015 pg/ml and was reported. The initial result was not reported and there was no affect to the patient. The pro-bnp reagent lot number was 15712305. The field service representative could not find a cause. Performance test results were within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.